Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. The logfile review shows all treatments were performed successfully. The user performed energy checks only at system start, then did not perform energy check for further surgeries. No technical root cause was identified as the system was operating within specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient presented with trace corneal haze in the left eye one month post lasik. During evaluation, the patient had increased intraocular pressure and was prescribed a topical glaucoma eye drop. The patient is also on a topical steroid taper for one week. No additional information available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.